Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center, regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 6. The caregiver (cg) said they woke up to the hc alarming se 2240. The baxter technical service representative (tsr) asked if the home patient (hp) had disconnected at anytime that night or if any of the lines became disconnected, and the cg said no. The tsr explained the alarm and told the cg that they needed to start over with new supplies or since the hp was right at the half way mark in therapy, they could end therapy for the night. They should call the peritoneal dialysis registered nurse (pdrn) about the hp getting air into her body. The tsr had the cg cycle the hc and close all the clamps. The cg found the supply line had disconnected from the bag at that time. The tsr assisted the cg to end therapy. The cg said she did not know how to set the hc up, so she would wait until the morning, when the other cg got there to see what else needed to be done. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. The supply line disconnected from the bag. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.